Event description:
As reported by an edwards lifesciences field clinical specialist, the commander delivery system balloon ruptured during deployment of a 26mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The valve was fully expanded. No additional actions were taken for this event. There was no difficulty withdrawing the delivery system. There was no injury or complication related to the balloon burst. The patient was in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided confirmed the presence of calcification in the landing zone and the burst balloon. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The balloon burst was able to be confirmed based on the photos provided of the device. Available information suggests the presence of calcification in the landing zone likely contributed to the event as imagery confirmed the presence of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.